Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented to clinic, loss of capture and high, out of range pacing impedance were observed. Dislodgement was observed via x-ray. When revision was unsuccessful, the lead was explanted and replaced. The patient is doing well and will continue to be monitored.